Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1616c124ej, serial/lot #: (B)(4), ubd: 22-may-2015, UDI#: (B)(4); product ID: etlw1616c93ej, serial/lot #: (B)(4), ubd: 06-jun-2015, UDI#: (B)(4); product ID: etlw1616c82ej, serial/lot #: (B)(4), ubd: 06-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent grant system was implanted for the endovascular treatment of a 53mm abdominal aortic aneurysm. It was reported that the patient was being monitored due to the aneurysm diameter increasing. When the patient returned for follow up on an unknown date, it was observed on a CT that an aneurysm occurred in the right common iliac artery and a type ib endoleak was confirmed. A secondary procedure was carried out and the right internal iliac artery was embolized. A non mdt device was implanted on the right external iliac artery and the procedure completed successfully. As per the physician the cause of the event is patient anatomy and was due to the impact of the aneurysm diameter increasing. No additional clinical sequelae were provided and the patient is fine.